Manufacturer narrative:
Date rec¿d by MFR : 11feb2019. The power supply was returned to philips for failure investigation. Testing revealed that a component failure prevented the power supply from operating on alternate current power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30nov2018. During the annual preventative maintenance (pm) service the field service engineer(fse) reported that the unit will not operate on ac power, heard audible clicking from power supply relays, while unit was operating on backup battery. The fse replaced the power supply assembly and performed performance assurance test. The unit passed successfully and is ready for patient use.

Event description:
Philips field service engineer (fse) reported that the unit will not operate on ac(alternate current) power. No patient/user harm reported.